Manufacturer narrative:
The sample was not available for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units. This is the first of two reports. Refer to 8030647-2017-00041 for the second report. It was reported that, two different nurses reported that the swab came apart and was in the patient's mouth. No injury reported. No additional information provided.